Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 5, 2017: legal medical records received. Pfs alleges very high chromium and cobalt levels in the blood, massive infection ((B)(6) and group b strep), and renal failure due to antibiotic therapy. After review of the medical records for MDR reportability, it was stated that the patient was revised to address presumptive infection. The patient presented right hip drainage, infection ((B)(6) 2012). Revision note stated that there was no pus, no abscesses or devitalized tissues, no evidence of infection. Culture report taken on (B)(6) 2012 shows (B)(6). Laboratory values for cobalt and chromium were below 7ppb. This complaint was updated on: jul 26, 2017.